Event description:
It was reported that during an esophageal stenting treatment procedure, partial stent deployment occurred. An ultraflex covered esophageal stent had been selected to treat an unspecified stricture. The stent was advanced to the target area. The physician was unable to fully deploy the stent as the cord became stuck on the delivery system. The device was able to be removed intact. The procedure was completed with another ultraflex covered esophageal stent. There were no reported serious injuries or "damage" to the pt with the patient's current condition listed as "stable".